Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that an unspecified number of syringe 0.5ml 31ga 8mm 10 bag experienced foreign matter contamination and scale marking issues which were noted during use. The following information was provided by the initial reporter: material no: 328509, batch no: 9133760. Verbatim: consumer reported liquid coming out of syringe when he pushes down on the plunger rod, also mentioned that the plunger rod is positioned at the zero mark on many of the syringes in his box and he has never seen it like that before. Product was replaced by the pharmacy, samples will be submitted for evaluation. Lot # 9133760, product # 328509, no exp date, incident date unknown. Occurrence(s) unknown.